Event description:
Here were two occurrences of wire breakage in the quantum interconnect accessory cords. In the first occurrence, nurse checked the cautery cord plugged into cautery. Nurse noted that the accessory cord was burning hot. The cord was replaced and sent to biomed for an evaluation. In the second occurrence, the cautery cord made a snapping noise and a small flame came out of the cord at the top of the plug. The flame was extinquished and cord and machine pulled from service. No adverse outcome to patient or any staff. The machine and accessory cord were submitted to biomed for an evaluation.